Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary hi-obs drawer failed and was not detected on the bus. The customer checked the connection at the back of the machine and observed that the orange lights on the drawer were flashing. As per part investigation, it was that determined that fluid ingress caused circuit instability, ultimately compromising the functionality of the drawer. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of the "failed drawer" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. . According to the work order (wo) (B)(4), the bd fse reported the replacement of the pcba pyxibus control module and retractor band cable on drawer 4.2. . During dchu visual inspection: p/n 353844-01: black stains were observed. P/n 151630-01: shows signs of fluid ingress. . During dchu testing: p/n 353844-01: dmm and hta testing were passed successfully. P/n 151630-01: functional testing was not required since the fluid ingress was confirmed. . The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by fluid ingress in the pmc hh (p/n: 151630-01) which led to circuit instability and ultimately compromised the drawer's functionality.